Manufacturer narrative:
The device has not yet been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during the implant procedure of this right atrial (ra) lead placement difficulties were encountered. Once the lead was placed into position it became dislodged, the impedance and sensing measurements were not as expected. In addition, high pacing thresholds were noted. The procedure lasted longer than expected. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.